Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator and power cord had no lights. Furthermore, the transformer on power cord overheated and melted. The power cord will be returned for repair/analysis. No adverse patients effects were reported.